Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that patient's ipg was in an uncomfortable position. It was also noted that the patient was having charging issues. The patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well postoperatively. No device malfunction was suspected.